Event description:
I have 2 scs (spinal cord stimulation) implants. Cervical and thoracic. St. Jude implanted them. My cervical one was 2019, my thoracic one was a chargeable battery implanted in 2015. Then 2017 was replaced with a non-chargeable 5 year battery. Then 2021 needed a new battery so had a new 5 year abbott battery implanted now it is 2022 and that battery has died on (B)(6) 2022. Called abbott to see what was going on I assumed the programming was wrong or it was an error. They claimed it was due to the amount of stimulation I was using. I told them all of my other batteries were the same and always have used the same stimulation, nothing has changed so this should not be happening. They stated I just missed the warranty on it. So, I had the rep do a diagnostic on it and they were supposed to get back to me. Did not hear back so, I called them they claimed the rep did not give them the info which I know they did. So, they said they would call me when they got it. Did not hear from them. Called back and they claimed it was from the amount of stimulation I was using which I know is not the case due to having used the same stim on all my batteries and they have lasted. So, I told them this was not the case so, they said there was nothing I could do and I told them I was going to get a lawyer and they told me they had to report the conversation. I said that is fine. I went to my neurosurgeon, and he was also shocked the battery died and he had replaced the other one. He suggested another company and so I had a completely different company of battery placed. This has upset me in a very bad way having had to get my battery replaced after such a short time. And my suggestions are that it is the abbott company. I am furious and had to have a unnecessary surgery again that cost me thousands of dollars I don't have. They are not taking any accountability at all. My surgeon said he was going to send the battery to the company for testing. My guess we won't hear anything. They should be accountable for this issue in some way. FDA safety report ID #(B)(4).